Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the mitral valve and deployed, reducing mr to 1-2. A second clip was advanced, but could not reach the valve, was not implanted and was removed without issue. Later that day, echocardiogram was performed, which noted the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr increased to 3. The patient remained stable. On (B)(6) 2018, prior to discharge, an echocardiogram was performed, which noted a possible posterior leaflet tear. Mr remained at 3. A decision is pending regarding an additional mitraclip procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and the reported tissue damage and single leaflet device attachment/slda appears to be related to case circumstances. It is likely that the patient anatomy contributed to the reported torn leaflet and slda. The reported recurring mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, a second mitraclip procedure was performed. The pre-procedure mean pressure gradient was 1 mmhg. One clip was implanted reducing mr from 4 to 2-3. A second clip was placed to further reduce mr; however, the mean pressure gradient increased to 7 mmhg. The clip was not implanted and was removed; the mean pressure gradient returned to baseline. Mr remained 2-3. No additional information was provided.